Manufacturer narrative:
The field tech stated that he could not duplicate the head section dropping but did note that the head section would not rise when in the lowest position; it would ratchet and bounce slightly. He replaced the head actuator to repair the bed.

Event description:
The pt stated the head section dropped and he was injured. The pt was examined by the hosp and no injuries were found.